Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil and a needle/suture combination were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appear to be by the use of a surgical instrument. The suture was examined and body fluids along strand were observed. However, the side of the fixation tab was broken and damaged was noted on tab area. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the received needle-suture, the assignable cause of the fixation feature breakage suggests an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During surgery, the fixation tab broke in two pieces while attempting to put on the fixation tab on the tissue at the beginning of suturing. Upon evaluation of the returned sample it was found that the side of the fixation tab was broken and damaged. There were no adverse patient consequences reported.